Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from england, edwards received notification of a pascal precision ace procedure in the tricuspid position. The patient had functional tricuspid regurgitation etiology and septal leaflet quality overall was sub-optimal for grasping. The baseline tricuspid regurgitation was torrential. Three devices were implanted in the index procedure and tricuspid regurgitation decreased to moderate. Post-procedure, the third device implanted detached from the posterior leaflet and single leaflet device attachment was observed, requiring a reintervention approximately 6 months after. A second procedure was performed successfully implanting one pascal precision ace device in posterior-septal position and tricuspid regurgitation was reduced to mild. Patient's final outcome was stable.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient anatomy likely contributed to the event. Per information provided the patient presented secondary tricuspid regurgitation etiology and septal leaflet had sub-optimal quality for grasping. Since no edwards defect was identified, corrective or preventative actions are not required.